Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found perforation of the forceps channel and due to this, water tightness noted to be not maintained and holes in the curved rubber were observed causing watertightness not maintained. The customer reported issue of "leakage check" could be confirmed. Furthermore, inspection found the coating material of the device insertion section is peeling off (1mm2 or more). Additionally, the following findings during device evaluation were noted: the flexible tube of the insertion section found crushed due to external factors. Missing curved rubber joint the adhesive part of the objective lens has come off due to handling. Due to handling, the adhesive part of the lighting lens has come off. Mark peeling of the operation part is recognized. There is peeling of the index on the connection part of the operation part due to handling. The index peeling of the diopter ring was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of " leakage check ng". The issue found during an unknown event. There was no patient harm or user injury was reported. Device evaluation found the coating of device insertion part is peeling off. This report is being submitted for the peeling of the coating material of the insertion part of the device (deterioration) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.